Event description:
Pt had an uneventful angiogram, which proved to be normal, despite abnormal stress imagings. No problem with arterial access right groin. Femoral arteriogram showed excellent position of sheath for closure device. As soon as device angioseal deployed pt c/o immediate pain down right leg. Rapidly developed venous plethora with various outflow obstruction confirmed at b-mode ultrasound. Taken to or for exploration.